Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that trial system removed at hospital. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted:(B)(6) 2024, explanted: (B)(6) 2024, product type screening device product ID 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024; brand name sure scan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024, explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Pt states on (B)(6) dressing was coming off. On (B)(6) pt states in hospital with infection. Pt stated that she had been admitted to the hospital. Pt stated she went to the emergency department evening in (B)(6) 2024 due to fever and headache. Pt stated that she was receiving antibiotics.